Event description:
It was reported that the radiology department was using a catheter on a (B)(6) year old male patient with end stage renal disease. The sheath and dilator were inserted into the patient's left jugular over the spring wire guide (swg) when the experienced difficulty. During several attempts to insert the sheath/dilator past the patient's skin it was noticed that the dilator was severed off and the piece was loose on the swg. As a result, the dilator and sheath were removed along with the severed tip and a new kit was opened and placed without incident. There was no delay in treatment, no patient death and no patient complications were reported. The patient received "attention" for low stats, but the patient recovered and was sent back to their room post procedure. Additional information received on (B)(6) 2011 from the sales representative stated the patient decline was not because of the sheath. They had problems with the patient breathing at that time. Unfortunately, since another kti had to be opened to get a new sheath it just took time and the clinician's needed to hurry.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.